Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the examples provided by the customer and found that they were discharged. Further the tss asked customer to provide recent examples for further investigation. The customer did not have recent example to provide the detailed information and tss asked customer to create a new case with examples if issue reoccurred. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server units were not mapped correctly in the device from a08 messages. However, there were no delays, adverse events or injuries reported based on this event.